Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 213 mg/dl and 113 mg/dl. On (B)(6) 2019, the patient received the following results within 10 minutes: 288 mg/dl, 188 mg/dl, and 110 mg/dl.